Event description:
Ous MDR - it was reported that 9 days after the implantation, the lead dislodged. The patient was asymptomatic. Device interrogation showed increase in threshold and decrease in r waves. Lead fixing technique was reported as a possible cause of lead dislocation. The patient was hospitalized and the lead was repositioned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.